Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage at the site event on (B)(6) 2026. The infusion set was in use for three days. No further information available.